Event description:
It was reported that the pulse generator was in the box and could not be interrogated. There was no communication between the device and the programmer.

Manufacturer narrative:
The reported event of unable to interrogate was confirmed. Final analysis found device in backup operation due to power-on-reset. Device image was severely corrupted and no other information could be retrieved, this was consistent with that occurring due to a failed product code download. Analysis performed after reloading product code indicated normal device characteristics. No anomaly was noted on the communication with inductive wand or rf antenna.